Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the 4th firing, the staple drivers of the catridge appeared to be partially fired on only one side of the instrument. Another like device was used to complete the procedure. There was no patient consequence.